Manufacturer narrative:
The customer complaint of the thermogard xp ivtm console not powering on, was confirmed during functional testing. The root cause of the issue was due to a defective power supply. The thermogard xp ivtm console is a reusable device and was manufactured in 2011. This type of issue is characteristic of normal wear for the life of the device. After the power supply was replaced, the console was evaluated. The console passed functional testing with no faults found. Review of the event log also found no irregularities recorded. The console passed all testing criteria with no faults found. The thermogard xp ivtm console is a reusable device and was manufactured in 2011.

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard ivtm console (serial number unknown) would not power on. To troubleshoot the issue, the customer reportedly replaced the fuses; however, the issue was not resolved. According to the reporter, a secondary thermogard ivtm console was used to begin patient's temperature management therapy. There was no report of patient consequence as a result of the reported issue.